Event description:
We received an order to replace a triple lumen peripherally inserted central catheter (PICC) line for the IV therapy team for patient (pt) due to leaking from the gray lumen. The original lot number was reju3499. I explained the procedure, the risks, and benefits to the patient. He agreed to the procedure. Pt was draped and cleaned appropriately for the procedure, and it was found that the purple and white lumen were flushing a drawing well but the gray one was leaking. After discussion with physician assistant (pa), an overwire was selected to replace the PICC line. The pt was draped and cleaned per protocol. The original PICC was removed and a wire was placed. I then proceeded to place the new PICC. The PICC would crossover the subclavian, but it would not dropped down into the superior vena cava (svc). I called for an assist. After multiple attempts to place the PICC at bedside, it was decided to move the patient to the angio suite and place the PICC by fluoroscopy. Pt was moved to the angio suite with the PICC line still partially in per verbal. Pt was draped and cleaned per protocol in the angio suite again. Pa was able to place the PICC line into the svc by using fluoroscopy. The PICC was secured with a securecath and hcg infused tegaderm. New lot number rejs4480. Pt was then assisted to the waiting room to the care of family members. Manufacturer response for catheter, intravascular, therapeutic, long-term greater than 30 days, powerpicc hf catheter (per site reporter). No response from vendor.